Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a ¿broken¿ catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. The sample was received in two segments which shared a complete break near the distal end of the extension tubing. Usage residues were evident throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed both sample elements to be independently patent to infusion and aspiration with no observed leaks. Microscopic inspection of both the complete break in the extension tubing and the distal end of the sample revealed regular edges which exhibited glossy, regularly striated surfaces. Circumferentially opposite pinch points were observed on each surface. The glossy surface and regular striations are the result of pattern transfer occurring during contact between the catheter and a metal grind-sharpened instrument. The circumferentially opposite pinch points observed on each of the cut sample surfaces indicated that the sharp instrument(s) used to cut the sample was scissors. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ a lot history review (lhr) of reyi2065 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that PICC placed (B)(6) 2015. Patient returned to unit stating PICC had just broken when she looked down at it. No harm to patient. PICC removed (B)(6) 2015. Returned device shows a complete break.